Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.000222 - the dentist reported that 6 years after two dental implants were installed in intraoral regions #19 and #18, it was verified their loss of osseointegration. Patient presented bone type iii.